Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that an internal circuit board malfunction. Based on the results of the investigation, most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the high flow insufflation unit exhibited an internal circuit board malfunction. There was no report of patient involvement.